Event description:
It was reported while using bd maxzero¿ needle-free valve blood backflowed during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the distributor reported an adverse event due to clotting inside maxzero connectors.

Manufacturer narrative:
H6: investigation summary : a mz1000 sample was not available for investigation; however, the customer indicated the complaint sample is from lot 22025487. The feedback provided by the customer indicates blood clots were detected inside the maxzero component. As part of the investigation the customer provided photographs of their experience. Analysis of the photographs confirm the presence of clotted blood inside the maxzero component. However, a close inspection of the photographs does not reveal any defects or manufacturing issues which could have caused or contributed to reported issue. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025487 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve blood backflowed during use. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the distributor reported an adverse event due to clotting inside maxzero connectors.